Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high and low blood glucose levels. The customer stated that she felt sick from high blood glucose and would have a low glucose event due to her lantus insulin every time after she ate. She also noted an adhesive rash the first time while using the infusion set, which lasted 2 days. She stated that this had happened to her before in the hospital. No further details regarding the hospitalization were disclosed; it was unclear whether she had been admitted into the hospital for care or was present at the hospital for an unrelated reason. The blood glucose reading was unknown. Nothing further reported.